Event description:
Voluntary medwatch received states the right ventricular lead exhibited high out of range shock impedance. No intervention was performed. The lead remains in service.

Manufacturer narrative:
Voluntary event report was received. Mw5182339. UDI not available due to no serial number.